Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a stricture within the colon due to colon cancer. The patient's anatomy was not severely tortuous. No malfunction of the stent was reported. On (B)(6) 2012, a wallflex enteral colonic stent was successfully implanted within the transverse colon at the point of the splenic flexure. On (B)(6) 2012, the patient began chemotherapy and has since been continuing with this treatment. On (B)(6) 2012, the patient complained of abdominal pain. A CT scan was performed and a perforation was confirmed at the proximal end of the stent near the splenic flexure. An emergency surgery was performed during this procedure to treat the perforation. The stent was removed during surgery. The patient's condition was reported to be "good" post surgery. In the physician's assessment, there was "no sharp angulation of the colon." The perforation was most likely caused by the axial force exercised on the colonic wall by the flare end of the stent. As the perforation did not occur in the tumor, the physician's believed that the chemotherapy was not a cause.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.